Event description:
In 2005 the lay user/pt contacted lifescan alleging that his surestep enhanced meter was prompting the error 5 message. The senior medical affairs specialist mailed a letter in 2005 since the pt could not be reached by telephone. The pt reported that he had to "seek emergency room treatment" due to the reported issue. The pt experienced a seizure. He was taken to the hospital, where he reported receiving insulin for a result of 122 mg/dl obtained on a healthcare professional meter presumably 5 minutes after an error 5 on his meter. Based on the pt's condition and blood glucose result, it is unlikely that he received insulin treatment, contrary to what he reported. Therefore, the pt may have mistakenly suggested insulin treatment, rather than glucose during the original call. No further information was provided. The customer care agent discovered that the pt was using an incorrect technique to clean the meter. Troubleshooting was not completed, therefore, it is unknown if the error 5 prompt was resolved. The meter, test strips, and control solution were replaced. The following would have been supportive information: if the pt attempted to test prior to experiencing a seizure, when he last tested in relation to the incident, who provided transportation to the hospital, other possible ems/ER meter readings, diagnosis, other health conditions, and medication regimen. However, this complaint is being reported as an adverse event, since the pt experienced a seizure and ER treatment following unsuccessful blood glucose test.